Event description:
Related manufacture reference number: 2017865-2022-00111. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator(ICD) exhibited post paced t wave oversensing and right ventricular lead(rv lead) exhibited low pacing impedance. Programming changes were performed for both the ICD and rv lead. The patient was in stable condition.